Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump rewind step stopped half way through the rewind and alarmed for a call service. The pump was rebooted and the pump reportedly continued the rewind without the patient continuing to the rewind screen. The reporter indicated that when the history was reviewed, the pump alarm was recorded at the incorrect time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/17/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/01/2014 with the following findings: there was no evidence in the pump¿s black box of any motor issues. There was also no indication of any time loss or gain recorded in the pump black box. During investigation, the pump did not experience any difficulties with the rewind step. A time keeping accuracy test was performed and the pump was found to be keeping time accurately. The pump was powered off for one hour and the pump was found to have reset to default time and date upon reboot. The pump motor was removed from the pump and no defects were observed with the pump motor. The internal clock battery was observed to be corroded. Unrelated to the complaint, the pump casing was observed to be cracked at the battery compartment.